Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in pancreas during the endoscopic retrograde pancreatic drainage(erpd) procedure performed on (B)(6) 2025. During the procedure, the distal tip part was bent. There was no patient complications were reported as a result of this event. The patient's condition was good.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of material deformation.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in pancreas during the endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During the procedure, the distal tip part was bent. The procedure was completed with the original device. There was no patient complications were reported as a result of this event. The patient's condition was good.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of material deformation.